Event description:
A patient was implanted with veptr implants approximately 6 months ago. Post implant, the proximal end of the rib sleeve that connects to the superior cradle was noted as broken. The patient was returned to the operating room on (B)(6) 2012 for removal of the hardware and revision to a new rib sleeve.

Manufacturer narrative:
Review of the device history record for this lot number showed that there are no issues during manufacture that would contribute to the complaint condition.